Event description:
Initial calcium result of 10.1 mg/dl. Repeat of same sample recovered 9.5 mg/dl. Respin and repeat of same sample recovered 9.3 mg/dl. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.